Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, the sales representative went to deliver 3 units of teo dr and the devices were interrogated on the shelf to change the implant auto-threshold detection but 2 (serial numbers (B)(4) ) were found in standby mode. In the end, the sales representative did not leave these devices.